Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. Visual inspection noted the returned device was confirmed to have broken into several fragments. A total of 3 fragments were returned for the analysis. Conclusion: a plausible root cause is user error. Initially the cage was not properly attached to the inserter. In addition, strong impaction will damage the cage and result in device fracture.

Event description:
It was reported that as the surgeon impacted the inserter, the cage broke. There was a piece still attached to the inserter and the rest was implanted in the disc space. Surgeon tried to retrieve the cage, but could not get it out. They then impacted the cage further into the patient, removed any loose pieces, and packed bone around the cage.

Event description:
It was reported that as the surgeon impacted the inserter, the cage broke. There was a piece still attached to the inserter and the rest was implanted in the disc space. Surgeon tried to retrieve the cage, but could not get it out. They then impacted the cage further into the patient, removed any loose pieces, and packed bone around the cage.